Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported surgeon complaints of arm bouncing spontaneously in different parts of surgery.

Manufacturer narrative:
An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: no. Troubleshooting notes: none. Work performed: reported problem- arm bouncing spontaneously in different parts of surgery. Observation- unable to preproduce issue, problem occurs during surgery. Action taken- performed troubleshooting and testing per service manual. During testing I found robot arm required re-calibration on both left and right sides. The system passed all validation testing to specifications and is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed; system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported surgeon complaints of arm bouncing spontaneously in different parts of surgery.